Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that alarms 46011 and 46223 were triggered. The event occurred during testing.

Manufacturer narrative:
D9 - date returned to mfg, 5/27/2025, updated d3 - mfg establishment name one device was returned for analysis. Visual inspection found a separating (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a error code: 46223. The downstream occlusion seal, printed wire assembly (pwa) board and rear piezo were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.